Manufacturer narrative:
H.6. FDA device problem code: 1354, 2944, FDA patient problem code: 2199. Investigation summary: a complaint of component damage was received from the customer. No product or photo was returned by the customer. A device history record review for model 2420-0500 lot number 20093070 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had a hole between the roller clamp and y-site. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "an infusion set was noted to have a hole in it at a point located between roller clamp and the y-site port proximal to the patient. The lot # on the bag is (10)20093070 and the expiry is 2023-09-10 "tubing was replaced. The nurses discarded the defective unit in the bio hazard bin as it had a controlled substance (ketamine) in the line"